Event description:
A customer contacted beckman coulter (bec) reporting that 5 to 10 drops of clear diluent leaked from the coulter lh 500 hematology instrument with each manual mode aspiration. The customer indicated that there were no leaks when using the instrument in auto mode. The customer also indicated that the leak appeared to be around the blood sampling valve (bsv) area; however, the customer was unable to identify the exact source of the leak. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. Bec customer technical support (cts) advised the customer that there may be a tubing that is worn out near the wash block that travels up and down the manual probe or tubing that needs to be replaced further up the manual probe assembly. The customer indicated that they will continue to use the instrument in auto mode but not in manual mode and requested service. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the probe wash block was misaligned and leaking 4 - 5 drops of diluent during the probe rinse cycle. The fse aligned the wash block which resolved the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).